Event description:
It was reported that open reduction internal fixation (orif) was performed during on an unknown date during (B)(6) 2014 for post proximal humerus fracture. Treatment included the implantation of an unknown plate and an unknown quantity of unknown screws. Due to non-union, revision surgery was performed on (B)(6) 2015 to remove intact plate and screws. Patient was revised with a reverse total shoulder. Patient status/outcome was fine and surgery was successfully completed. No surgical delay was reported. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. This report is for an unknown quantity of unknown screws. Part and lot numbers were not provided by reporter. Date of implant was reported as an unknown date during (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.